Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 9, 2020. Device evaluation summary: during visual evaluation, several tears were observed in the anterior view. Tear a measured approximately 0.8 cm. Tear b measured approximately 1.7 cm. Two (2) areas of missing material (a and b) measuring approximately a: 0.3 cm x 0.4 cm and b: 1.0 cm x 0.7 cm were also found. Microscopic examination was performed on tear a and the cause of the deflation could not be identified. Tear b and missing materials a and b revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Causes of tear a include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor smooth round moderate profile saline breast prosthesis deflated intra-operatively. The doctor reportedly noticed that the left breast implant had gone flat just after the suturing was done. The implant was immediately replaced with another 300cc mentor smooth round moderate profile saline breast prosthesis (catalog: 3501645 lot: 9478393 sn: (B)(4). There was no report of procedural delay or any patient consequences.